Event description:
It was reported that after an exploratory abdominal surgery, the suture "gave up" and an evisceration occurred. No other info was provided.

Event description:
Add'l info: the surgeon stated that the suture broke post-operatively. No evisceration was reported. The pt was re-operated and released from the hosp in ok conditions.